Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to overheated component, which was observed during physical inspection. Evaluation observed signs of overheating and damage to a component on the processor printed circuit board (processor pcb) and a failed rear case. The processer pcb, shielding, and rear case were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device had an overheating component. There was no patient involvement.